Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted due to ongoing incontinence that the sling was not mitigating sufficiently. No further patient complications were reported.